Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. She had revision surgery. The patient experienced surgical revision, infection, (B)(6), adhesion, hernia recurrence, chronic abdominal pain, open draining wound. Medical history: patient has allergies; amoxicillin and sulfa.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, mrsa, adhesion, hernia recurrence, abscess, chronic abdominal pain, cocci, fluid collection, cystic structure, burning sensation, pain, fever, nausea, redness, cellulitis, erythema, tenderness, purulent material, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, defective device, failure of mesh, fluid collection, gas collection, and open draining wound. Post-operative patient treatment included revision surgery, antibiotics, admission to hospital, abscess drainage, pulse irrigation of wound, removal of mesh, placement of jp drain, placement of a red rubber catheter, mesh revision, and implantation of new mesh.

Manufacturer narrative:
Additional information: b2(added disability), b5, g3, h6 correction: g1(all manufacturers information) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, inflammation, obstruction, mrsa, adhesion, hernia recurrence, abscess, chronic abdominal pain, cocci, fluid collection, cystic structure, burning sensation, pain, fever, nausea, redness, cellulitis, erythema, tenderness, purulent material, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, defective device, failure of mesh, fluid collection, gas collection, and open draining wound. Post-operative patient treatment included revision surgery, antibiotics, admission to hospital, abscess drainage, pulse irrigation of wound, removal of mesh, placement of jp drain, placement of a red rubber catheter, mesh revision, CT-scan, wound exploration, medication, and implantation of new mesh. Relevant tests/laboratory data: (B)(6) 2009: microbiology results of bacterial wound culture showed gram positive cocci and coag negative staph. (B)(6) 2009: CT pelvis showed two well defined fluid collections anterior to rectum. Nonspecific and may be related to postoperative fluid collections. Abscess cannot be excluded. CT abdomen showed findings consistent with subcutaneous abscess along the anterior a bdominal wall from umbilical region down to anterior pelvic wall. (B)(6) 2009: presented with elevated white blood cell count 15.9.- bacterial culture of abscess grew staphylococcus aureus. (B)(6) 2009: discharge summary stated a final diagnosis of mrsa. - CT of abdomen and pelvis had revealed a cystic structure again within posterior pelvis, nonspecific in nature. Could include postoperative collection or abscess. (B)(6) 2009: CT abdomen showed development of an approximately 3 cm incisional fluid and gas collection consistent with abscess located below level of umbilicus. (B)(6) 2010: CT abdomen/pelvis showed midline hernia of the lower abdominal wall containing nondistended small bowel.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, (B)(6), adhesion, hernia recurrence, abscess, chronic abdominal pain, open draining wound. Post-operative patient treatment included revision surgery and implantation of new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, (B)(6), adhesion, hernia recurrence, abscess, chronic abdominal pain, cocci, fluid collection, cystic structure, burning sensation, pain, fever, nausea, redness, cellulitis, erythema, tenderness, purulent material, and open draining wound. Post-operative patient treatment included revision surgery, antibiotics, admission to hospital, abscess drainage, pulse irrigation of wound, removal of mesh, placement of jp drain, placement of a red rubber catheter, and implantation of new mesh.